Manufacturer narrative:
Age at time of event: >(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01434. It was reported that a perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted prior to the procedure. A watchman access system and a 24 mm watchman laa closure device & delivery system were used. The closure device was deployed and then partially recaptured and deployed again in a more proximal position. While attempting to place the closure device at the ostium of the laa during the second deployment, a perforation and subsequent pe was noted on the laa wall in a posterior position. The device was fully recaptured and the closure procedure was aborted. At one point the pe was measured at 1.5 cm. Pericardiocentesis was performed and about 200 ml of blood was drained. Hemodynamics were maintained until the perforation healed; post procedure there was no effusion. It was noted while advancing the delivery system in the access system, a towel had stopped the two devices from connecting and the delivery system jumped forward. It was thought that this could have possibly caused the pe. No further patient complications were reported and the patient was doing very well. .